Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and that the leadless implantable pulse generator (ipg) exhibited high thresholds post-operatively, was reprogrammed, subsequently exhibited high thresholds and was again reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.